Event description:
A report received that alleges that the product was in use with a pt when the connector became disconnected after an unk amount of time in use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the eval.